Event description:
Pharmacy technician was compounding with the mini-bag plus system. The pharmacy technician noticed that 1 bag was activated and the other 3 had a cracked blue cap that snaps on the vial of medication.